Event description:
It was stated that the customer passed away while mowing the lawn. The customer was wearing the insulin pump at the time and it was stated that the customer also had low blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.